Manufacturer narrative:
Instrument image retrieved. Well: b01. Interpretation: pos. Expected interpretation: neg. Image description: looks like there are some strains in the button reaction strength: 99. There appears to be strands of fibrin present in the anti-b well. The cause of the discrepancy may be sample related. The galileo operator manual instructs that clotted samples should not be tested on the galileo.

Event description:
Customer reported an abo discrepancy on the galileo. A type a unit reported as an ab on the galileo.